Event description:
After implanting a cypher stent into the proximal right coronary artery conduit segment (rca), the physician experienced difficulty implanting a second stent distal to the first stent in the mid-right coronary artery conduit segment (rca2), which was de novo, calcified and tortuous with 95% stenosis as the rca 1 segment. As the stent was being delivered, it failed to cross the target lesion. In retrieving the cypher stent to conduct another pre-dilatation with the balloon, the physician felt friction with the guiding catheter as he withdrew the unit. He successfully retrieved the cypher from the patient slowly by repeatedly pulling the unit back into the guiding catheter. Once the unit was out of the patient, the physician confirmed a flare at the proximal end of the stent (strut bend or uplift). He successfully completed the procedure, without incident or injury to the patient by implanting another cypher to the target lesion.

Manufacturer narrative:
Although this event happened outside the united states, it is being reported because the product is similar to a product distributed in the united states with catalogue number csx18250. Additionally, 81 has been assigned as h3 code because the product is available for evaluation but has not yet been received. Additional information will be submitted within 30 days of receipt.